Event description:
It was reported that the customer was brought into the doctor's office for low blood glucose. The praramedics were called out and customer was transported into the doctor's office . It was stated that the setting on the pump was incorrect. However. The time, date and basal rates were correct.